Manufacturer narrative:
The reported issue could not be verified and the cause could not be determined. Physio-control archived the device and the customer was sent a replacement device.

Event description:
The customer contacted physio-control to report that their device is getting 0 function as it would not power on even with swapped battery. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.